Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This rv lead was explanted and replaced and the patient was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned severed in two pieces 122 millimeters (mm) from the terminal pin. Cuts were noted in the lead insulation in multiple places, the conductor coils were stretched and dried blood/body fluid was noted in the lead insulation. Further inspection noted residual calcification on the lead tip and covering portions of the proximal conductor coil. The returned portions of the lead were found to be electrically continuous. Detailed analysis was unable to be completed due to the returned condition of the lead, however, it was concluded that the calcification on the lead tip were consistent with a condition, which, slowly created a non-conductive barrier between the tip and the heart tissue, thereby increasing the impedances seen by the device over time.patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This rv lead was explanted and replaced and the patient was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.